Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the criteria for the right ventricular lead integrity alert (lia) were met, and oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, 16 non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds on (B)(6) 2016. The 5466 ventricular sic since last session 4.7 days ago. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia episodes.

Event description:
It was reported that during use the right ventricular (rv) lead, a lead integrity alert (lia) triggered due to short interval counts (sic) and non-sustained ventricular tachycardia (vt) episodes. It was also reported that the rv lead exhibited noise. The rv lead was programmed off, remains in the patient, and planned for explant. Subsequently, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.